Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely positive rheumatoid factor (rf) results that were generated by the immage immunochemistry system. No erroneous results were reported out of the laboratory. The patient results were repeated using a new reagent lot. Patient treatment was not affected in this event.

Manufacturer narrative:
Samples were serum, no sample information was provided. No qc issues or system errors were noted. It is not known which lot of immage rf reagent the customer was using, however changing lots resolved the issue. Service was not dispatched for this event, as this is a reagent related issue.